Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d1, d4, g3, g6, h2, h3, h6 and h11. The device catalog number was updated to bid30. One (1) photo accompanied the complaint file in which a moisture spot can be observed at the bottom of the outer package of the se inflation device. No other damages can be observed as the rest of the inflation device was not shown in the picture. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. Customer complaint was confirmed based on the picture received. The device is not available to be returned for analysis and a root cause is unable to be assigned based on the current evidence. No CAPA will be initiated based on the available information and results of the investigation. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section e1: initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Section h4: the manufacturing date was not available at the time of reporting. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of fifteen products involved with the complaint and the associated manufacturer report numbers are 3005172759-2024-00040, 3005172759-2024-00041, 3005172759-2024-00042, 3005172759-2024-00043, 3005172759-2024-00044, 3005172759-2024-00045,3005172759-2024-00046, 3005172759-2024-00047, 3005172759-2024-00048, 3005172759-2024-00049,3005172759-2024-00050, 3005172759-2024-00052, 3005172759-2024-00053 and 3005172759-2024-00054.

Event description:
As reported by a healthcare professional, inside the sterile package of 15 acclarent se inflation devices (seid, 96375262) white residue was present. Additional event information received on 25-apr-2025 further clarified that the ¿white residue¿ is best described as ¿almost moisture in the package¿. There were no patient consequences as the devices were not clinically used.